Event description:
During a routine hemodialysis treatment, a pt blood loss of approximately 210cc occurred. A manual rinseback of the pt's blood could not be performed as the extracorporeal blood circuit was clotted. The circuit was discarded resulting in the reported pt blood loss. No medical intervetion was required.